Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple altitude alarms after changing the cartridge. Customer was consistently able to dismiss alarm and resume insulin. There was no impact to the customer's blood glucose (bg) level.